Event description:
It was reported that the insulin pump had an unresponsive keypad and that the user could not access any segment on the device. The blood glucose reading was 11.1 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected low battery or bad battery alarms noted. The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The low reservoir and auto off alarms worked properly. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.